Event description:
A malfunction alarm was reported with a pump. There was no adverse impact on the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump.